Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No off no power anomaly was noted. No traces of moisture were noted at the keypad traces, electronic assemblies or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump had multiple alarms after being exposed to water. The customer stated that the device also had an off no power alarm. The customer was unable to troubleshoot as the device repeatedly restarted. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.